Manufacturer narrative:
The devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. The case was reviewed by the stryker peripheral vascular (pv) medical affairs team who concluded the patient likely deteriorated likely as a result of clot embolism. The device labeling lists distal embolization of blood clots as a possible adverse event/complication. The device labeling includes the following warning: "operation of a thrombectomy catheter may cause embolization of some thrombus and/or thrombotic particulate, physician discretion advised. The potential for extensive and/or difficult to treat pulmonary thromboembolism should be carefully considered when clottriever xl catheter is used to engage and remove thrombus from large vessels such as the inferior vena cava (ivc)." Manufacture reference number: (B)(4).

Event description:
On (B)(6) 2026 a 67-year-old patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had clot int their left lower extremity as well as their inferior vena cava (ivc). The patient also had a preexisting filter in their ivc. The patient was positioned supine to remove their ivc filter. The ivc filter was successfully removed at the start of the case using the protrieve sheath. Following the filter removal, aspiration was performed through the protrieve sheath, which removed thrombus from the patient's ivc. The protrieve sheath was then removed and the patient's neck assess site was closed and the patient was repositioned prone to continue the procedure. Four thrombectomy passes were performed using the clottriever xl catheter. After the fourth pass, the patient began to deteriorate and became unresponsive. The sheath was secured and the patient was repositioned supine. The stoke team was called and the patient was placed on a non-rebreather with oxygen at 15 liters per minute. Tenecteplase (tnk) was administered and the patient became responsive and was able to follow commands and move extremities. Following stabilization, imaging demonstrated findings consistent with a minor stroke. It was suspected that embolization of thrombus occurred during the procedure through a previously unknown patent foramen ovale (pfo). Follow up with the physician the following day indicated the patient was clinically improved.